Manufacturer narrative:
Additional information: based on the received information from the field, the recipient experienced a trauma at the implant site which led to an increase of the ground path impedance and a dislocation of the implant housing from its intended position. The cause for the increased gpi is likely related to a technical failure of the reference electrode, but an air pocket preventing contact to connective tissue cannot be excluded as well. To determine an exact root cause device investigation of the explanted device would be necessary. A revision or re-implantation surgery will be scheduled but no date is available yet.

Event description:
Hearing performance with the device is affected. On the evening of (B)(6) 2022, the child fell off the couch and banged the right back side of his head. The user had slight swelling and redness above the right implant site, which quickly resolved. A revision or re-implantation surgery will be scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Hearing performance with the device is affected. On the evening of (B)(6) 2022, the child fell off the couch and banged the right back side of his head. The user had slight swelling and redness above the right implant site, which quickly resolved. A revision or re-implantation surgery will be scheduled for (B)(6) 2023.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by the reported external impact, was determined to be the root cause of the device failure. Further it is reported that the implant housing migrated from its intended position. This is a final report.

Event description:
Hearing performance with the device is affected. On the evening of 25-nov-2022, the child fell off the couch and banged the right back side of his head. The user had slight swelling and redness above the right implant site, which quickly resolved. The user was re-implanted.